Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited high out of range shock impedance measurements greater than 200 ohms, increasing from the 54 ohms range. It was noted that the increased lead measurements coincide with the time this patient underwent an ablation procedure. No adverse patient effects were reported. The lead remains in service.